Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was to provide further patient details.

Event description:
It was reported that the vascular stent became jammed to the tip of the delivery system during the attempt to remove the delivery system after placement. A surgical intervention was performed to remove the delivery system catheter. The patient is reported to be doing well.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this case, no sample or image was provided for evaluation. Therefore, the reported event could not be reproduced. Potential factors that could have led or contributed to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. The reported event may be associated with an inadequate wall apposition of the stent which may lead to the reported event of the delivery system becoming jammed to the stent. A difficult vessel anatomy as well as inadequate handling of the device during stent deployment also may contribute to an improper stent placement. On the basis of the information available and as no sample or image was provided for evaluation, a definite root cause for the reported event could not be determined. The IFU supplied with this product sufficiently describes the correct application of the device.